Event description:
The customer reports that the ventilator stopped cycling. There was a burning smell. The ventilator gave multiple alarms, however the alarms are unknown. There was no pt injury. There were no ventilator settings documented.